Event description:
The angioguard xp's delivery and stent placement precise were successful. Pre-dilatation (4mm, 10 atm) and post-dilatation (4mm, 14 atm) were performed with a balloon catheter (brand unk). The pt's blood flow stopped during the procedure. Soon blood around the target lesion was suctioned by an aspiration catheter (details unk), and the blood flow returned to normal. The procedure was completed successfully without any other problem. There was no adverse consequence to the pt and he is out of the hosp now. The target lesion was the left carotid artery. The pt was a 73 yr old male. There was mild calcification and no vessel tortuosity, the rate of stenosis was 99%.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2009-00732. The product was not returned for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional info will be submitted within 30 days upon receipt.